Manufacturer narrative:
(B)(4). Evaluation summary: baxter service center (bsc) received the device and performed visual inspection and functional testing. The customer reported problem of a malfunctioning keypad was confirmed and reproduced. This condition was caused by a defective control module keypad. The control module keypad was replaced to correct the reported condition. Bsc ensured that the unit met the required performance specification and criteria for functionality and release. This issue is being investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). This device is exempt from having a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Its additional 510(k) number is k955622. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter received a report via phone that an automix 3+3 compounder had a malfunctioning keypad. "When customer presses keys on control module a different response appears on the lcd display. No one key is affected. It happens across the panel." This condition occurred during programming in the pharmacy . This can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.